Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (3.27 mg/day) and morphine (4.36 mg/day) at unknown concentrations via an implantable infusion pump. The indication for use was spinal pain. The caller stated that is seemed like the pump was not working. It was reported that on (B)(6) 2018 the pump was supposed to be empty but it was half full. Per the caller the healthcare provider (hcp) had told her that it was due to the patient not using the personal therapy manager (ptm) very much however, the patient had been using the ptm. It was reported that the patient had never hurt like this before and she would not walk from the bathroom to the recliner without back pain. During the refill appointment it was noted that while the hcp was checking the pump he had to turn and manipulate it using his hands. The caller inquired if the pump and catheter could have moved and no longer be targeting the correct spot. The situation was being address by the hcp. No further complications have been reported as a result of this event.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient's catheter was twisted by a healthcare provider who "did not know what [they] were doing". The hcp reportedly kept twisting the pump so the patient had to have it "redone" in (B)(6) 2019. The patient did not know what all was done when "they redid things". The patient did not know the date or reason for the pump revision and did not know when the catheter was discovered to be twisted. The patient reported that the pump was supposed to be in the pocket, but the pump was sticking out "like a flying saucer". The pump reportedly turns and makes the patient really sore. The patient was reportedly told that the fat didn't stick to the pump, so the patient was going to have to either "have them go in and put roots in to hold it down" or move it to the other side. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-apr-29. It was reported that the hcp that was going to do the surgery did not take the patient's insurance and additional hcp listings were requested.

Event description:
Additional information was received from a patient. It was reported that device had stopped delivering medication. She had to go in and had pump redone and could not find a place to have this done and could not find healthcare professional (hcp). The pain pump had stopped working. The patient saw healthcare professional (hcp) 6 weeks ago and they confirmed that the pump was not working. Something was wrong and the patient was in mortal pain. They went back for 6 months complaining about the pump not working. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient had been in pain since (B)(6) 2018. It was reported that in (B)(6) 2019 during a refill appointment the healthcare provider (hcp) couldn't find the pump and kept turning patient's stomach like he couldn't find the catheter port. Per the caller a dye study was performed (B)(6) 2019 and no drug was accessed due to the catheter being cramped. It was noted that the catheter would be replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
Device code c62823 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-feb-25. It was reported that the amount aspirated was less than 1ml different from the estimated volume and there were no issues. The estimated volume was 10.8ml and 10ml were aspirated, so there was no volume discrepancy. It was noted that the pump had a little mobility but was not flipped. No actions/interventions were taken to resolve the volume discrepancy, and it was further indicated that the pump was not flipped at the last refill.